Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed between the 16th june 20010 and performed to specification up to the 17th august 2014. Two manual power ups of ten minutes duration were recorded during this time. The device failed a self-test due to a low battery on the 24th august 2014 and remained in fault mode until the 16th september 2014, when an increase in voltage suggests a further pad-pak was installed. Between the 3rd august 2015 and the final history log entry on the 4th october 2015 the device records multiple manual power ons, mainly of ten minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken on the j11 connector would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.